Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: etuf2514c102e, sn; unknown, ubd; unknown, mfg date; unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Endurant ii stent grafts etuf2514c102e <(>&<)> etlw1616c124e were implanted during the emergent treatment of a ruptured abdominal aortic aneurysm. The patient was transferred from an external facility to the ER with a ruptured aaa and had developed metabolic acidosis and compartment syndrome. It was reported during the index procedure after the stent grafts were implanted the patient received further treatment where 40 blood products were administered. Surgical conversion via abdominal incision was completed however the patient expired. Per the physician the cause of death was due to metabolic acidosis and compartment syndrome.